Event description:
It was reported that on (B)(6) 2012, a long term dialysis catheter was implanted via internal juglar vein. Surgery was successful. Three times one week hemodialysis in hospital. On (B)(6) 2012, the patient found the catheter out of body part longer than before. On (B)(6) 2012, x-chest confirm the catheter's tip far from the right position. The doctor had to extract the catheter. The cuff still in the patient's body.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reva1437 showed no other similar product complaint(s) from this lot number.